Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three punctures assessed as surgical damage like. Additional observations: crease fold observed in the device. Yellow particles observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h6.